Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Within the past couple of months part of it broke off without me knowing - vagina [foreign body in reproductive tract]. Part of it broke off - tampon [device breakage]. Case narrative: consumer reported via e-mail that part of the tampon broke off. No serious injury reported.